Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced a hypotension due to a cardiac tamponade. During a procedure a farawave pfa catheter was selected for use. During the procedure a non-boston scientific mapping system was used to track the catheter, however the navigation failed and the catheter was extended blindly from the sheath. At this point the "cardiac appendage was compressed" and the hypotension and tamponade were identified. A drainage was performed, and a transfusion was required. The patient was reported as stable. The device is not expected to be returned for laboratory analysis, it was disposed. It was further informed that the patient is fully recovered.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a hypotension due to a cardiac tamponade. During a procedure a farawave pfa catheter was selected for use. During the procedure a non-boston scientific mapping system was used to track the catheter, however the navigation failed and the catheter was extended blindly from the sheath. At this point the "cardiac appendage was compressed" and the hypotension and tamponade were identified. A drainage was performed, and a transfusion was required. The patient was reported as stable. The device is not expected to be returned for laboratory analysis, it was disposed.